Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing of approximately 110 blocks, which comprised both surgical and biopsy samples. The complainant described the affected tissue samples as under-processed. The complainant also advised that the affected tissue samples had been re-processed; error code "132" had been displayed for both formalin bottles and the quality of tissue processing from a "test run" was found to be satisfactory following a complete reagent change. On (B)(6) 2015, leica biosystems received information that tissue from one (1) patient was not diagnosable and that re-biopsy has been recommended/requested. Information provided by the laboratory indicated that re-biopsy of the one (1) patient from whom tissue was not diagnosable had not been performed as at (B)(6) 2015. Investigation of this complaint by leica biosystems is in progress.

Manufacturer narrative:
Investigation of this complaint found that the "10 hour xylene protocol" from which sub-optimal tissue processing was reported by the complainant completed on (B)(6) 2015. As a consequence, the "date of event" in the report should have been corrected as (B)(6) 2015 in the follow-up #01 30-day report.

Manufacturer narrative:
The initial 30-day FDA 3500a report in describe event or problem stated "on 29 january 2015, leica biosystems received information that tissue from one (1) patient was not diagnosable and that re-biopsy has been recommended/requested". The date that leica biosystems received this information was 28 january 2015.

Event description:
As of 03/23/2015, information as to whether re-biopsy of the one patient, from who tissue was not diagnosable, has been performed has not been provided to leica biosystems, despite several requests being made to the laboratory. The device manufacturer investigation is concluded and determined that no failure was detected with the instrument. However, it was noted that the user facility did not properly follow manufacturer recommended maintenance instructions. This conclusion is reflected in the event problem codes: device code.